Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation due to the left ventricular (lv) lead. Additionally, the right ventricular (rv) lead exhibited rising thresholds. The lv lead was capped and replaced, and the rv lead was repositioned and remains in use. During the replacement procedure, when the physician attempted to remove the guidewire from the new lv lead, the guidewire became stuck in the lead. The physician was eventually able to remove all but the last 10cm of the guidewire, which was then cut flush with the lead. Additionally, when the physician attempted to connect the rv lead to the device, there was difficult in getting the wrench through the pace/sense grommet, and it was not possible to engage the setscrew. The device was then explanted and replaced. No patient complications have been reported as a result of this event.